Manufacturer narrative:
Other applicable components are: product ID 37761, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 37761, serial# (B)(4), product type: recharger.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported the patient's implantable neurostimulator recharger (insr) was not charging because of a broken connector pin. They further noted that the patient programmer and insr were broken. The insr had "ripped apart" and the wire from the desktop charger was also broken so they were unable to charge the insr. The insr has been broken for the past 9 months and as a result they have been unable to charge their device. Due to not being able to charge the patient had not felt stimulation in 9 months because their implantable neurostimulator (ins) was dead. Less than two months later the patient reported that she was sent a replacement part for her recharger and met with a company representative 1-2 months ago; she never went back or called anyone and does not know what is going on. The patient has never been able to charge. The recharger broke about a year ago and she has not been able to recharge for 7-8 months. The wires came out of the recharger so she did not recharge. No device was returned. An additional report was received, but contained no new information. Additional information has been requested regarding the device return, but it was not available at the time of this report. If additional information is received, the event will be updated and a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.